Event description:
It was reported that the patient presented for lead implant procedure in clinic. During the procedure, right ventricle lead exhibited failure to advance and the optimal parameters were not met. The physician explanted and replaced the lead during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed, while the reported event of inability to insert a stylet, and inadequate capture were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. Electrical testing found an internal short due to procedural damage to the inner coil at the connector region. The cause of the reported event for the inability to insert a stylet was due to an over torqued inner coil at the connector region that prevented the stylet insertion. The cause of inadequate capture was due to internal short due to procedural damage/overtorque to the inner coil at the connector region.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information notes that the optimal parameters which were not met during implant were high capture threshold and high pacing impedance.